Event description:
Patient reported the insulin pump is inaccurately delivering insulin. Patient stated the pump did not show any alert or display error. Patient reported he has not been using the pump since march. Patient stated he experienced elevated blood glucose level up to 300 mg/dl due to this concern; treatment received was not provided. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).